Event description:
In 1999, PICC line placed centrally via saphenous vein. 10/7/99, 7p-7a: shift noted slight edema in extremity with PICC line with leg monitored closely. 10/9/99 knee area reddened and edematous. X-ray taken. PICC line remains central. Extremity wrapped in warm soaks. PICC easily removed. Only 1/3 came out. X-ray taken. 2/3 of PICC line remained in body from knee to abdomen. Surgery required for removal of PICC line.